Event description:
It was reported there was weakened therapy effect. It was also reported there was a fracture of the extension. Patient condition was 'not good.' The health care professional tried stimulation adjustment with no help to the symptoms. Impedance values appeared to be normal. The battery was low therefore the health care provider planned the replacement of the implantable neurostimulator (ins). Prior to procedure an x-ray was taken and the fracture on the extension was confirmed. Ins and extension were replaced. Patient outcome was not recovered. No further information was reported.

Manufacturer narrative:
Product ID 748266, serial# (B)(4), product type extension product ID 748251, serial# (B)(4), product type extension product ID 3387-28, lot# v041052, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it was not in new condition. There were no significant anomalies. Analysis of the extension, serial #(B)(4), found all of the conductors broken 5.2 centimeters from the proximal end.